Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance and lack of progress with device use. A CT scan (date not reported) revealed extra cochlea placement. The device was explanted (B)(6), 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed april 22, 2014.